Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted customer support for assistance with changing their supplies and was guided through the steps. Insulin delivery was resumed after the supply change. The patient¿s blood glucose level was approximately 357 mg/dl, and they were unsure why it was elevated. The patient stated they had eaten a late breakfast about an hour prior, and their blood glucose increased afterward. The patient also mentioned they had been needing to change supplies but had delayed doing so due to family matters. Upon removing the old infusion site, the cannula appeared straight with no observed leakage. The patient confirmed that blood glucose levels were affected, with a highest reading of 357 mg/dl for about an hour. No back-up therapy or ketone testing was used, and no recent steroid injections, professional medical intervention, or additional assistance were reported. No immediate health effects occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.